Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced blood glucose (bg) of 40 mg/dl which was addressed with the customer consuming cereal and milk. Cause for bg was unknown. Tandem technical support examined the pump data logs and verified the pump was working as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.